Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was asymptomatic. Upon interrogation, the right atrial lead exhibited noise. The noise was reproducible in clinic. All other electrical measurements were stable. No intervention was performed. The patient would continue to be monitored.